Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the reported patient effects of angina and restenosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU)are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2015, a 2.25x15mm xience alpine stent was successfully implanted in the left anterior descending (lad) lesion. On (B)(6) 2015, the patient presented with chest pain. Per angiography, the lad xience alpine stent had re-stenosed and separated in the middle. The stent remained apposed to the vessel wall. Another xience alpine stent was implanted as treatment. The patient is in stable condition. No additional information was provided.